Event description:
Physician reported that after cardioversion for atrial arrhythmia, an external ECG indicated that the device worked as the v00 mode. Interrogation revealed that the subject device was in standby mode and the re-initialization was successful. However, lead impedances > 3000 ohms and absence of sensing was observed. It was also observed, that the patient data page was empty, what was not the case before. The device was then reprogrammed in ooo mode in order to avoid inappropriate pacing. The physician required if there is any further options to prevent explantation and device replacement